Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD), the patient complained of feeling of poor physical condition and presented to healthcare facility. Evaluation of ICD revealed the device reached end of service (eos) and was indicated as premature battery depletion. There was no pacing due to ICD running out of battery. The patient was reported as experiencing palpitation and/or discomfort in the chest and renal failure caused by bradycardia. The ICD remains in use and was scheduled for explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.